Event description:
This was a two person transfer moving a resident out of a wheelchair using an arjo sling. One staff member was behind the lift operating it and the other one was holding the wheelchair. The operating staff member then raised the lift but was having trouble opening the legs and looked down to see what the problem was. While looking down, they moved the lift sideways, and at the same time pushed down on the foot pads trying to open the legs. At this time, the other staff member moved the wheelchair out from under the resident, who then fell out of the lift onto her left side. The staff was claiming that the resident was moving her arms around while the transfer was being done.

Manufacturer narrative:
Conclusion: arrangements have been made to send the sling to the MFR; additional info will be provided upon conclusion of the investigation.